Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2006 - ventral herniorrhaphy with composix kugel mesh. On (B)(6) 2007 - open repair of ventral hernia with a new composix kugel overlapping previously placed mesh. On (B)(6) 2007 - incision draining. On (B)(6) 2007 - sinus tract lower abdomen post incisional hernia repair. Wound culture taken.

Manufacturer narrative:
The patient's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the provided medical records, the patient underwent repair of a midline ventral hernia with a composix kugel mesh on (B)(6) 2006. On (B)(6) 2007, the patient underwent an exploratory surgery after reporting pain in the abdomen. During this procedure, another hernia was identified. This was repaired with a second composix kugel mesh that was sutured overlapping the previous mesh. During a followup appointments, she continued to drain some "serous" fluid, and a drain was placed. Cultures were taken, and there was no evidence of growth. Currently, it is unknown whether the device may have caused or contributed to the alleged event. The patient was reportedly treated for a recurrence, which is stated as a possible adverse reaction in the product's instructions for use. The medical records do not indicate a device failure has occurred or that the mesh was explanted. However, without further information, no conclusion can be drawn.